Event description:
It was reported that the device had not reached elective replacement indicator, but the clinician thought there was an issue with battery longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).